Event description:
It was reported that during a rollerball endometirial ablation, pt's blood pressure dropped to 0. That pt was in aa comitose state, and was in guarded condition. It was subsequently reported on 9/27/93 that the pt had dieed from a ruptured iliac artery.